Manufacturer narrative:
Correction: additional clarification was received that the product involved in this event is a prismax machine and not a spectrum pump as initially reported. Baxter does not have FDA reporting responsibility for prismax machines as this would be processed by vantive. It has been confirmed that vantive has an associated complaint logged in their system for this event.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump received an unspecified alarm and was unable to use the screen during patient infusion as it was unresponsive. There was no report of patient injury or medical intervention associated with this event. No additional information is available.